Event description:
Here are a couple of photos of the lumen of the cannulas after it's gone through the washer-disinfector a time or two. They were taken during a borescope demonstration. We've not used any of these on a pt. We discovered this for the first time in the operating room when someone noticed what they thought was a small rust or dried blood fleck when looking at the cannula on the back table. FDA safety report ID# (B)(4).